Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a patient connector not connecting well with a titanium adapter when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with the titanium adapter and patient connector difficult to connect. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. A lot number was not available therefore a batch review could not be performed. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.